Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The device was received inoperative and wet. External/internal inspection was performed and the external inspection passed, but the internal inspection failed due to fluids inside the device (device is wet). Checked the resistance between the line and the ground, the line was shorted to the ground. Pal evaluated the device and found that the fluid inside the pump assembly caused the pump to be shorted and resulted in the failure of the earth current leakage. The assignable cause for the earth current leakage test was determined to be shorted pump assembly due to a wet device. The device identified to be scrapped.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.